Manufacturer narrative:
This report is submitted on march 10, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced extrusion of the electrode array subsequent to inadvertently pulling out the electrode array while attempting to clean the external ear canal. The device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on may 29, 2017.